Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information provided.

Event description:
It was reported that a vvi backup mode was observed. Device remains implanted and patient was discharged.